Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver 5fu (fluorouracil) 4872 mg/200 ml, and the delivery was started. No specific pump programming parameters wer provided. After an unspecified length of time, the pt reported the pump was no longer delivering. No specific details were provided. On (B)(6) 2013, at an unspecified time, the pt returned to the clinic. At that time, it was noted that 139ml of medication remained in the container. The expected remaining volume was not provided. The device was removed from clinical use. Therapy was resumed with a replacement device. There were no reported delays of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. A device history was downloaded at the service center. A review of the history found the most recent programming occurred on (B)(6) 2012 at 1658, when the pump was programmed in the continous only delivery ml mode, to deliver at a rate of 4.4 ml/hr, with a volume to be infused (vtbi) of 200 ml, and a 210 ml container size. On (B)(6) 2012 at 1446, the delivery was started. The device remained in use intermittently at the programmed rate. On (B)(6) 2013, between 1446 and 1448, a new container was indicated and the delivery was started. On (B)(6) 2013, a new date occurred. Between 0651 and 2313, there were thirty-seven proximal occlusion alarms, one check cassette alarm, the delivery was stopped once and started twice. On (B)(6) 2013, a new date occurred. Between 0049 and 0053, the delivery was stopped, a start alarm occurred and the device was powered off. At 1247, the device was powered on. At 1300, a start alarm occurred and was silenced three times. At 1309, a power loss alarm occurred. This report represents all the information known by the reported upon query by hospira personnel.